Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One unopened sample device was returned. The sample was removed from the package and the pilot line was gently manipulated. The pilot line remained intact; unable to duplicate reported failure. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, ¿when respiratory was tending to the patient the [pilot] line was caught and disconnected. There was no injury, but the patient had to be reintubated." The tube used on the patient was discarded; however a unopened sample was returned to kimberly-clark. (B)(4).